Event description:
After approximately 3.5 hours of use at continuous rates and occasional boluses and after infusion of 12 units of fresh frozen plasma (ffp) and 7 units of packed red blood cells (prbcs), the belmont displayed the overheat alarm. The unit was attached to a dedicated cordis, no injections or additional medications or fluids were added to the 500 ml normal saline (ns) prime. The unit was removed and replaced.(B)(6) after replacing the belmont described above with the loaner, the overheat alarm occured after approximately 1 hour of use. The rate was at 20 ml/hr through a dedicated cordis line, prime was 500 ml of ns. The unit was removed from the patient.